Event description:
Reportable based on device analysis completed on 14dec2021. It was reported that resistance was encountered during advancing and the device was lifted up after withdrawal. The 85% stenosed target lesion was located in the proximal end of the left anterior descending artery. A guidezilla 145 guide extension catheter was selected for use. During the procedure it was noted that as advancing with some resistance, the device could not cross the complex lesion site, and the physician had to remove it and found the device was lifted up. The device was not used during the procedure and it was completed normally with a different device. There were no complications reported. However, device investigations revealed that the collar was partially detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar was partially detached, and the ptfe was lifted at the collar. There was no further damage found to the device.